Event description:
It was reported that this patient with a pacemaker system presented to the emergency room (ER) with reports of palpitations. The health care professional (hcp) called for review of device data. Technical services reviewed device data and found the device did record atrial arrhythmias. Additionally, there was right atrial (ra) oversensing. Technical services discussed device programming optimizations. At this time, the system remains in service. No adverse patient effects were reported.